Manufacturer narrative:
The customer has been requested to contact customer service so that her issue can appropriately be addressed. As of the date of this report, the customer has not done so. In follow up with a complaint handler on 11/29/23, the customer indicated that she developed mastitis on 11/09/23 and was prescribed three different antibiotics, which she is almost completed with. Based on the results of our internal investigation (reference number ca11-001), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 11/25/23, the customer emailed into medela llc stating she had issues with swing maxi pump. The customer also alleged she developed mastitis twice due to not being able to breast pump effectively.